Event description:
A healthcare professional reported that the patient stated their device no longer works. No patient symptoms were reported and the device was indicated for spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient told the hcp that the battery was dead. The hcp did not know what this meant as he was an MRI technician. It was noted that the issue had been occurring for a long time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative on (B)(6) 2017 that the patient had not used their stimulator in at least a year and chose not to use it. The patient also decided against reviving their battery for a reprogram. There was no true identifiable reason for the patient to discontinue their therapy other than the patient felt it no longer helped them. There was no incident as such to report. The system was explanted on (B)(6) 2017 and the customer chose to discard the devices instead of returning them for analysis. The manufacturer representative had not further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.